Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Information references the main component of the system. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown, ubd: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (21,000 mcg/ml at 4,055 mcg/day), bupivacaine (21 mg/ml at 4.055 mg/day), and dilaudid (18 mg/ml at 4.76 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 the hcp initially requested that the pump be stopped. The patient was in the ICU (intensive care unit) on a ventilator in respiratory arrest. The event date was noted to be (B)(6) 2018. The patient¿s symptoms had come on suddenly. Rather than stopping the pump, the hcp updated the pump to minimum rate mode during the call. Additional information was received on (B)(6) 2018 from the healthcare provider who reported that the patient was still in ICU (intensive care unit) but condition had improved. The healthcare provider found out that another healthcare provider did the refill on friday (B)(6) 2017 and they converted the fentanyl 21mg/ml to mcg or 21,000mcg/ml and the dose from 18.516mg/day to 184,000/day and it should has been 18,516.00mcg/day. Per the reporter the patient¿s pump had been set to min rate mode since the incident and today due to the fact the patient¿s condition had improved they are going back to simple continuous at 18,516.00mcg/day. The healthcare provider stated the patient had been receiving IV (intravenous) pain meds. No further complications have been reported as a result of this event.